Manufacturer narrative:
This event was caused by a use error. The user did not scan the barcode after replacing the membranes as described in the operators manual page 7-3, and no calibration was; therefore, run after the replacement.

Event description:
Two patients were involved in this event. The glucose and reference membrane were changed, but the lot no. For each membrane was not scanned in replacement status and no calibration was; therefore, run after the replacement. After 30 minutes, the operator checked the abl and discovered the error. However, during the 30 minutes, two samples had already been run. ICU personal thought that the results were strange and ran an extra sample on the abl for comparison, but the results were the same. As a consequence, one patient was given actrapid for high glucose.